Event description:
Caller states that the pt tested 3.4 inr and 4.7 inr during duplicate testing. Caller also states that pt tested 3.8 inr and 1.8 inr during duplicate testing. Caller is unsure which device or strip lot produced a specific result. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.